Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. However, about 200-300 ml of blood escaped from the valve even when it was tightened. The valve was not broken during preparation and insertion into the patient¿s body. The physician had to put his finger on the valve end to prevent the escaping of the blood. He continued the procedure without changing the was. He deployed the watchman device at the laa, but the device location was too proximal. So he withdrew the wds, and was. After withdrawal of the wds, they realized that the was was kinked. The procedure was completed with a new wds and was. No patient complications were reported and the patients status is safe.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned the product consisted of the watchman access sheath (was) with dilator inside the sheath as received. The valve was opened as received and blood was on the device. The valve, hub, shaft, and tip were examined. The shaft was kinked 2.5cm and 3.8cm from the strain relief. A microscopic examination of the threads of the was revealed they were damaged/cross threaded. It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The reported difficulty closing the valve was not confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Salute clinical study. It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. However, about 200-300 ml of blood escaped from the valve even when it was tightened. The valve was not broken during preparation and insertion into the patient¿s body. The physician had to put his finger on the valve end to prevent the escaping of the blood. He continued the procedure without changing the was. He deployed the watchman device at the laa, but the device location was too proximal. So he withdrew the wds, and was. After withdrawal of the wds, they realized that the was was kinked. The procedure was completed with a new wds and was. No patient complications were reported and the patients status is safe.